Event description:
The reporter claimed that the subject pump began to heat up after she replaced the battery. During troubleshooting, the animas representative noted the battery cap was secured. There was no product misuse. The display was damaged. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there the display screen was noted to be cracked. The battery was not returned with the pump for investigation. There was no visible damage to the battery compartment or battery cap. On testing, the pump powered with the display remaining blank. The pump was exercised for a few minutes when the pump began to get warm to the touch. The current draw was measured high at that time. The current draw for the rewind, load and sleep functions could not be obtained due to the blank screen. The cracked, blank display was replaced with a new test display and with the test display in place, the current draws were measured as normal. The pump powered on normally and was exercised for two hours using the test display with no overheating or alarms occurring.